Manufacturer narrative:
Date sent to the FDA: 4/8/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 03/11/2021. Additional information: a2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted a large amount of mesh attached to the omentum and the omentum and mesh were incorporated or incarcerated into a recurrent hernia sac. He explanted the mesh along with a partial removal of the omentum and lysis of massive scarring or adhesions. It was reported that the patient experienced severe pain, abdominal bulging, nausea, diarrhea, chills and inflammation. No additional information is provided.